Manufacturer narrative:
The main component of the system, other relevant device(s) are product ID 3889-28, lot# va1nwh4, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported that patient was not having symptoms relief with the last month and when the impedance were checked on the lead, it showed several connections that were out of range. An x-ray was done and it showed that the lead had been tangled and twisted upon itself with the pocket. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018 patlrtr (con): additional information received. Patient reported that the device was replaced. No further complications was noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they had a emi and ultrasound and turn the device off and that when turn it on "its been less effective since about 3 weeks ago ((B)(6) 2018). Patient would be seeing their health care professional on (B)(6) 2018. No further complications were noted or anticipated